Event description:
Olympus was informed that the user facility was not reprocessing endoscopes in accordance with the directions for use. The facility reported they were not utilizing the air/water cleaning adapter, and not changing water from washing and rinsing sinks between reprocessing of different endoscopes. Further the user facility personnel were not reprocessing the maj-855 auxiliary water tube at all. There were no reports of pt infections or cross contamination associated with the report.

Manufacturer narrative:
No devices were returned to olympus for eval. An olympus endoscopy support specialist (ess) has visited the user facility and provided inservice training and educational materials regarding appropriate reprocessing of endoscopes. This phenomenon appears to be related to user error, and failing to follow the device instructions for use. This report is being submitted as a medical device report in an abundance of caution.